Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found no visible damage to the lens with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while attempting to load a 12.6mm vicmo12.6 implantable collamer lens, diopter -15.5, the lens tore/broke. The damage was noted during loading. This occurred on (B)(6) 2020. An alternate lens was successfully implanted and the problem is resolved. The cause of the event is reported as unknown.